Event description:
It was reported that the patient was very satisfied after the implantation, till the last month. He got the impression, that when he turned his head he could not hear. Most of the time the patient is able to hear well, but sometimes he hears nothing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This initial report was submitted in 2013 via post with MFR number 3004230826-2013-00023. However, in order to submit the follow-up reports it is now being re-submitted via the webtrader with MFR number 9710014-2022-00801.

Manufacturer narrative:
Additional information: according to the currently available information, it's still not possible to assign a root cause for the reported problems. To determine an exact root cause a device investigation at the explanted device is necessary. As of today, no date for surgery has been scheduled. This follow-up 1 report was submitted in 2013 via post with MFR number: 3004230826-2013-00023v. However, in order to submit the follow-up reports it is now being re-submitted via the webtrader with MFR number: 9710014-2022-00801.

Event description:
According to the report of february 25, 2013, the patient was very satisfied after the implantation, till last month. He now reports intermittencies when turning his head.

Event description:
The user was experiencing intermittencies with the device since 2013. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.